Manufacturer narrative:
Status and location of the device is unknown.

Event description:
It was reported that approximately 5 months post-operatively, revision surgery was performed to address an unknown mispositioned screw. During this procedure it was discovered that the head of a yukon screw could not be moved. The yukon screw was then removed which caused damage to the massa lateralis. Surgery was successfully completed with a 4 minute surgical delay. This report captures the unknown screw.

Manufacturer narrative:
Visual, functional, dimensional, and material analysis could not be conducted because the device was not returned. Device history records could not be reviewed as a valid lot number was not provided and could not be obtained. Complaint history records were reviewed for this catalog number, no adverse trends were identified. It was reported that the screw was misplaced during the initial procedure; the reason for misplacement could not be determined with the available information. Limited information regarding the event was made available to stryker. Multiple attempts were made to obtain additional information, but no response was received. A root cause cannot be established with the information available. If additional information is received, the investigation will be reopened and updated.

Event description:
It was reported that approximately 5 months post-operatively, revision surgery was performed to address an unknown mispositioned screw. During this procedure it was discovered that the head of a yukon screw could not be moved. The yukon screw was then removed which caused damage to the massa lateralis. Surgery was successfully completed with a 4 minute surgical delay. This report captures the unknown screw.